Event description:
The customer reported that during set-up of the unit, prior to use on a pt, the unit failed to display ECG or pressure and failed to work with the trainer. The pt was switched to another unit and therapy was initiated. No pt injury was reported.